Event description:
It was reported when using the bd needle 21x2 rb, the device experienced a broken safety mechanism. The following information was provided by the initial reporter. The customer stated:   it was reported by the consumer the tube was leaking and the needle would not fully go into the safety closure. Also, there is an issue with the needle not fully going into the safety closure.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the unspecified bd vacutainer set, the device experienced a broken safety mechanism. The following information was provided by the initial reporter. The customer stated:   it was reported by the consumer the tube was leaking and the needle would not fully go into the safety closure.   Also, there is an issue with the needle not fully going into the safety closure.

Manufacturer narrative:
Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for needle retraction/leakage was not observed. The provided picture of the actual product was checked. The winged hub is a different shape than slbcs products manufactured by bd. Also, the color of the safety shield in the picture looks translucent. Our products have only a yellow safety shield. Thus, we concluded that the claimed product was not manufactured by bd. In addition, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.